Event description:
The customer reported battery old and capacity low. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.